Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including stressing the charge circuitry, bench handling and defib cycling without duplicating the customer's report. The battery lugs were evaluated and will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device took an extended time to charge energy. Once the device was charged, it self discharged. Complainant indicated that there was no patient involvement in the reported malfunction.